Event description:
It was reported via repair work order that the footend lift was stuck elevated due to damaged power coil. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.

Event description:
It was reported via repair work order that the footend lift was stuck elevated due to damaged power coil. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.

Manufacturer narrative:
Supplemental submitted as further investigation determined this is a duplicate of medwatch MFR report #0001831750-2013-10020.